Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% experienced less fill than design specified. The following information was provided by the initial reporter: patient reports the flushes are only half filled. Confirms they were sealed when received, patient has not used.

Event description:
It was reported that the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% experienced less fill than design specified. The following information was provided by the initial reporter: patient reports the flushes are only half filled. Confirms they were sealed when received, patient has not used.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 1153109. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, three picture samples were returned for evaluation by our quality engineer team. The picture samples were reviewed and incorrect fill could be confirmed. Based on the investigation results, a single root cause could not be determined for this incident as no non-comformances were identified during production.